Event description:
A (B)(6) male with a history of cardiac arrest s/p single-chamber ICD patient in 2006 for secondary prevention. Unfortunately, his riata lead now demonstrates clear evidence for fracture with sharp increases in both pacing impedance and pacing threshold. We recommend urgent lead revision since we can no longer rely on this lead to provide therapy if needed. In addition, he may receive inappropriate therapy from this lead (which he is more concerned with over lack of therapy). Reason for use: primary prevention of sudden cardiac death.